Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the failed battery alarm and high blood glucose. The blood glucose at the time of the incident was 20 mmol/l. The customer was assisted with troubleshooting and declined for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test or verify failed battery test alarm due to blank display.

Manufacturer narrative:
Added concomitant products.